Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that numbers cannot be read on the rad-57 display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using dc power. Internal inspection revealed a damaged system board component (c89), and damaged mx board to system board connector (j1). The system board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: